Manufacturer narrative:
Patient had a history of congestive heart failure, smoking and lung cancer. Investigator reports that patient was a high risk due to chemo and radiation at procedure site and the event was probably related to both the procedure and the device. The cause of the infection cannot be conclusively determined; however, because the infection was determined to be a pan sensitive pseudomonas aeruginosa which is a gram-negative bacterium found in soil, water and skin flora, it appears possible that the infect may have originated in the hospital or home setting. Cormatrix has completed a review of all manufacturing and sterilization records associated with lot m16e1140. There were no deviations or non-conformances found during the review. The lot in question met all requirements for release.

Event description:
It was reported that a (B)(6) male had implantable cardiac defibrillator (ICD) device along with cangaroo ecm envelope device placed on (B)(6) 2016. The cangaroo was soaked in normal saline and antibiotic flush performed during the procedure. On (B)(6) 2016, patient presented in the e.r. Stating that during a shower he noted pacemaker site had broke open with yellowish pus. The site had been reddish and warm for a few days prior. Wound cultures grew pan sensitive pseudomonas aeruginosa. Vancomycin stopped and cefepime IV was continued. Device to be removed and another device implanted after the infection has resolved.